Event description:
Customer reported that the console was not functioning properly and caused the handpiece to become warm or hot. It also reported that the handpiece stopped functioning afterwards. No report of injury.